Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the withdrawal symptoms had been attributed to the constant (sometimes weekly) titrating of the medication up and down trying to get the patient to an efficacious dose. Since the catheter revision {refer to manufacturer report # 3004209178-2014-13475}, the patient still had pain and severe constipation despite using stool softeners. The physician was going to stop using compounded medication and start doing more gradual titrations of the medication until they get to a point where the symptoms have resolved and the patient has good pain control. They were also considering whether to change drugs all together. No further information was provided. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported there was difficulty getting the catheter on the connector. It seemed like it got ¿jammed¿ when the physician was trying to put it on. The collet pulled off when the physician tried removing the catheter from the connector. A new segment was added. The system was being used to deliver fentanyl and bupivacaine. It was reported the next day that the patient began having withdrawals at about 9:00am. The patient lost his post-op instructions and was unsure whether he should have been using oral medication or the personal therapy manager (ptm). It was thought the patient was instructed not to use the ptm, but the patient was ¿drugged¿ after surgery and did not remember what the instructions were.

Manufacturer narrative:
Concomitant medical products: product ID 8785, lot# unknown, product type: accessory; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8785, lot# n357765, product type: accessory. (B)(4).